Manufacturer narrative:
Updated recall text - as a result of the CAPA investigation, no root cause(s) could be confirmed for the events. As an overly inclusive measure, mitigation activities and process improvements within gore control have been undertaken as preventive and corrective actions. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective and preventive action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold (totaling 0.03% of 12,865 devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. Updated applicable IFU statements: it should be noted that the IFU states: ¿the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion.¿ the IFU states that the recommended introducer sheath size for a 37 mm diameter device is 24 fr. The IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to ensure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit or vessel dilation may be needed to achieve access in select patients." The IFU warns that "key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites." The IFU provides the following warnings: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. Do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together. Always have an appropriate surgical team available during implantation or reintervention procedures in the event that incorrect deployment or migration of the endoprosthesis may require endovascular or surgical intervention. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. The IFU further states that complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty); dissection, perforation, or rupture of the aortic vessel & surrounding vasculature; endoprosthesis: incomplete deployment; hematoma; branch vessel occlusion or obstruction; bowel complications (e.g., ileus, transient ischemia, infarction, necrosis); cardiac complications (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), and surgical conversion. The conformable gore® tag® thoracic endoprosthesis IFU provides the following warnings: ¿inadvertent partial deployment or migration of the endoprosthesis may require surgical removal.¿ "always have a surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary."

Manufacturer narrative:
Updated the event description with corrected and additional information. Manufacturing evaluation summary - a review of the manufacturing records was conducted and no ncrs, cos, smrs, or capas are associated with the lot history file. Per the manufacturing records, the lot satisfied all quality control testing and procedural requirements for product release. Engineering evaluation summary - the conformable gore® tag® thoracic endoprosthesis was returned to gore and an engineering evaluation was performed. The device evaluation showed the following: the device failed to fully deploy with the proximal end of the endoprosthesis no longer constrained in the deployment sleeve. The routing of the distal deployment line near the center of the device was observed to be inconsistent with specified stitch design. No knots were observed. The condition of the remaining chain stitch on the proximal end is consistent with the event description of self-deployment after the initial partial deployment. The endoprosthesis was cut into two segments consistent with the event description. The observed partial deployment of the endoprosthesis is consistent with the event description. The failure mode of the device partial deployment is incorrect deployment line stitch pattern. As a result of gore's investigation of this and three similar events, gore has issued a voluntary corrective action consisting of a physician safety notification and updated warning and precautions in the IFU with no product removal from the market. While incomplete deployments are known adverse events and identified within the instructions for use (IFU), gore has seen an increased frequency of these partial deployment events in conformable tag® devices sold (totaling 0.03% of 12,865 devices distributed) that were manufactured in the prior year compared to those manufactured earlier. Gore has taken steps to address this increased frequency in events. Gore maintains its confidence in the safety and effectiveness of the conformable tag® device. According to the sizing guide in the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the recommended introducer sheath size for a 37 mm diameter device is 24 fr. The IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to ensure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit or vessel dilation may be needed to achieve access in select patients." The IFU warns that "key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites." The IFU also warns: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. Do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together. Always have an appropriate surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary. Incorrect deployment or migration of the endoprosthesis may require endovascular or surgical intervention. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. The IFU further states that complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), endoprosthesis: incomplete deployment, branch vessel occlusion or obstruction, and surgical conversion.

Event description:
It was reported to gore that on (B)(6) 2017, this patient underwent treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis (B)(4). It was reported that after advancement of a 22 fr gore® dryseal sheath into the left common femoral artery, the conformable gore® tag® device was advanced into position just distal to the left common carotid artery for deployment. It was reported the patient¿s aortic arch measured 96.2°, according to case planning measurements. It was also reported the patient¿s left access vessels ranged in diameters from 9.3 mm, 8.8 mm, 3.9 mm, 9.7 mm, and 10.0 mm on the left side, according to case planning measurements. It was reported that due to the condition of the patient¿s access vessels, a 22 fr sheath size was used for sheath access rather than the indicated 24 fr sheath for a 37 mm conformable gore® tag® device as stated in the instructions for use. It was reported the sheath was advanced to below the renal artery. According to the report, no abnormal resistance was met when inserting the device into the 22 fr sheath. The device was reportedly not bent before it was inserted into the sheath. It was reported a lunderquist double curve guidewire was then inserted, which was reportedly shaped to obtain conformability to the aortic arch curve. It was reported that after the device was positioned for deployment, resistance was felt when loosening the luer lock on the deployment knob. It was reported that when the deployment line was pulled to deploy the device, resistance was also met, and the deployment line appeared to only pull out 1-2 cm with the midportion of the device only opening slightly. According to the report, the angulation of the patient¿s aortic arch contributed to the difficulty pulling the deployment line. It was reported that after the tag partially deployed, the patient's vitals were not stable. The patient reportedly remained in a state of low blood pressure (30 mmhg - 40 mmhg) for about 30 minutes. It was reported that the attempts at pulling the deployment line appeared to place tension on the constrained endoprosthesis, and the device reportedly appeared to bow on the delivery catheter with the device moving towards the outer curve of the aorta. It was further reported that imaging showed the endoprosthesis had moved distally during the deployment attempts. Attempts again were reportedly made to deploy the endoprosthesis, which reportedly resulted in the middle portion of the endoprosthesis slightly opening with no additional deployment. The deployment line reportedly did not break or sever during the deployment attempts. It was reported that at this point, it was decided to remove the conformable gore® tag® device from the patient as the device had not been fully opened or deployed. It was reported the delivery catheter was moved towards the abdominal aorta in order to avoid further deployment in the thoracic aorta. According to the report, the device was able to be withdrawn into the 22 fr gore® dryseal sheath; however, retraction would not continue past the mid portion of the conformable gore® tag® device. It was further reported that during attempted retraction of the proximal portion of the endoprosthesis into the sheath, the device started to deploy from the middle of the device to the proximal end, with the distal end of the endoprosthesis remaining constrained on the delivery catheter inside of the sheath. It was reported that after the partial deployment conformable gore® tag® device, the device reportedly appeared to completely cover visceral arteries. It was reported the celiac artery and superior mesenteric artery could not be visualized on angiography. However, renal artery flow was reported to have no issue. It was reported access to the brachial artery was obtained to perform angiography above the celiac artery. However, according to the report, the visceral arteries and partially deployed conformable gore® tag® device could not be visualized on angiography. Therefore, a decision was reportedly made to convert the patient to open repair in order to surgically remove the conformable gore® tag® device and to recover visceral artery perfusion. It was reported an incision was made in the patient¿s abdomen. According to the report, the deployment line was intentionally cut ¾ from the proximal end of the endoprosthesis. It was reported the endoprosthesis was cut using a medical instrument (type unknown) at the point where the endoprosthesis exited the sheath. It was reported the hub of the delivery catheter was also intentionally cut off to use a 24 fr gore® dryseal sheath in an attempt to remove the device. It was reported the 24 fr gore® dryseal sheath was then inserted into the aorta from the incision, and an attempt was made to snare the ¾ cut portion of the endoprosthesis by placing a tourniquet around the exposed ¾ portion of the endoprosthesis and pulling that portion into the sheath. However, this was reportedly unsuccessful. It is reportedly unknown if the distal leash line was disconnected from the device prior to removal from the patient. It was reported the distal end of the ¾ cut portion of the endoprosthesis was grasped with forceps and reportedly removed with a twisting motion. It was reported that during removal of the delivery catheter, a 2-3 cm piece of the intima was removed, and a partial descending aortic dissection (just proximal to the celiac artery) reportedly occurred as a result of this manipulation. The aorta was then reportedly closed. It was reported additional angiography confirmed ¿blood flow except for the right renal artery¿: the right renal artery was reportedly not able to be visualized on intra-operative angiography due to its angle and positioning behind the aorta. However, it was reported a post-operative CT showed the right renal artery. According to the report, the aortic incision was closed, and the ¼ portion of the remaining endoprosthesis was removed from the left common femoral artery within the 22 fr sheath. It was reportedly decided to postpone further treatment of the aneurysm due to the patient¿s blood circulation. It was reported a hematoma occurred in the peritoneal cavity on an unknown date; however, it was reported that since there are no symptoms and there is no tendency to increase, the hematoma will be monitored at this time. It was further reported the patient presented with symptoms of mesenteric ischemia postoperatively, including diarrhea and stomach ache. However, the patient was reported to have recovered from the mesenteric ischemia. It was reported the next tevar has not been planned to date. The patient¿s current condition was requested but was reported to be currently unknown.

Manufacturer narrative:
Added reported intervention information. Conclusion codes remain unchanged.

Event description:
It was reported that on (B)(6) 2017, a second procedure was performed whereby the aortic arch aneurysm was treated with a conformable gore® tag® device (tgu373720j/16542989). It was reported access was obtained from the left femoral artery to advance a 22 fr gore® dryseal sheath with hydrophilic coating. According to the report, the device was deployed from the left common carotid artery with intentional coverage of the left subclavian artery (lsa). It was reported post-ballooning was performed with a gore® tri-lobe balloon catheter (bcl2645j). The lsa was then reportedly embolized using a 14 mm amplatzer vascular plug. It was reported there was no evidence of endoleak, and the procedure was completed with no reported issues. The patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
(B)(4). According to the sizing guide in the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the recommended introducer sheath size for a 37 mm diameter device is 24 fr. The IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to ensure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit or vessel dilation may be needed to achieve access in select patients." The IFU warns that "key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites." The IFU also warns: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur. Do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result. Use caution if removing the undeployed endoprosthesis through the introducer sheath. Inadvertent endoprosthesis deployment may occur. If resistance is felt during removal of delivery catheter, stop and withdraw delivery catheter and introducer sheath together. Always have an appropriate surgical team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary. Incorrect deployment or migration of the endoprosthesis may require endovascular or surgical intervention. Inadvertent partial deployment or migration of the endoprosthesis may require surgical removal. The IFU further states that complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), endoprosthesis: incomplete deployment, branch vessel occlusion or obstruction, and surgical conversion.

Event description:
It was reported to gore that on (B)(6) 2017, this patient underwent treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis ((B)(4)). It was reported that after advancement of a 22 fr gore® dryseal sheath into the left common femoral artery, the conformable gore® tag® device was advanced into position just distal to the left common carotid artery for deployment. It was reported the patient¿s aortic arch measured 96.2°, according to case planning measurements. It was also reported the patient¿s left access vessels ranged in diameters from 9.3 mm, 8.8 mm, 3.9 mm, 9.7 mm, and 10.0 mm on the left side, according to case planning measurements. It was reported that due to the condition of the patient¿s access vessels, a 22 fr sheath size was used for sheath access rather than the indicated 24 fr sheath for a 37 mm conformable gore® tag® device as stated in the instructions for use. It was reported that after the device was positioned for deployment, resistance was felt when loosening the luer lock on the deployment knob. It was reported that when the deployment line was pulled to deploy the device, resistance was also met, and the deployment line appeared to only pull out 1-2 cm. According to the report, the angulation of the patient¿s aortic arch contributed to the difficulty pulling the deployment line. It was reported that the attempts at pulling the deployment line appeared to place tension on the constrained endoprosthesis, and the device reportedly appeared to bow on the delivery catheter. It was further reported that imaging showed the endoprosthesis had moved distally during the deployment attempts. Attempts again were reportedly made to deploy the endoprosthesis, which reportedly resulted in the middle portion of the endoprosthesis slightly opening with no additional deployment. The deployment line reportedly did not break or sever during the deployment attempts. It was reported that at this point, it was decided to remove the conformable gore® tag® device from the patient as the device had not been fully opened or deployed. According to the report, the device was able to be withdrawn into the 22 fr gore® dryseal sheath; however, retraction would not continue past the mid portion of the conformable gore® tag® device. It was further reported that during attempted retraction of the proximal portion of the endoprosthesis into the sheath, the device started to deploy from the middle of the device to the proximal end, with the distal end of the endoprosthesis remaining constrained on the delivery catheter inside of the sheath. It was reported that after the partial deployment conformable gore® tag® device, the device reportedly appeared to completely cover a visceral arteries. It was reported access to the brachial artery was obtained to perform angiography above the celiac artery. However, according to the report, the visceral arteries and partially deployed conformable gore® tag® device could not be visualized on angiography. Therefore, a decision was reportedly made to convert the patient to open repair in order to surgically remove the conformable gore® tag® device and to recover visceral artery perfusion. It was reported an incision was made in the patient¿s abdomen. According to the report, the deployment line was intentionally cut ¾ from the proximal end of the endoprosthesis. It was reported the endoprosthesis was also cut using a medical instrument (type unknown) at the point where the endoprosthesis exited the sheath. It was reported a 24 fr gore® dryseal sheath was then inserted into the aorta from the incision, and an attempt was made to snare the ¾ cut portion of the endoprosthesis by placing a tourniquet around the exposed ¾ portion of the endoprosthesis and pulling that portion into the sheath. However, this was reportedly unsuccessful. It is reportedly unknown if the distal leash line was disconnected from the device prior to removal from the patient. It was reported the distal end of the ¾ cut portion of the endoprosthesis was grasped with forceps and reportedly removed with a twisting motion. The aorta was then reportedly closed. It was reported additional angiography showed ¿blood flow except for the right renal artery.¿ according to the report, the aortic incision was closed, and the ¼ portion of the remaining endoprosthesis was removed from the left common femoral artery within the 22 fr sheath. The patient¿s current condition was requested but was reported to be currently unknown. Additional information has been requested.